Event description:
The facility reported an infusion pump with failure code 814:04. The event was reported to have occurred prior to patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 814:04 was confirmed in the event history. Failure code 814:04 was caused by a defective pump head module. The defective pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.